Event description:
A patient had a foley catheter with temperature sensor placed for one day when the nurse observed that the foley was plugged. The nurse irrigated the foley and patency was re-established. Approximately 24 hours later, the foley was plugged again. The nurse attempted irrigation, but was unable to get the foley to work. The foley was removed and replaced. There were no adverse outcomes for the patient related to this event.